Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient's implantable neurostimulator used for non-malignant pain as well as failed back surgery syndrome- other. It was reported that when they were trying to charge the ins, "it might come up with the black bars, 2 of them, I'll wait and the next thing I know it will beep saying it's gone" confirming the insr (implantable neurostimulator recharger) lost connection with the ins. During the call, the patient started charge session where the patient had coupling boxes but none were filled. The patient was not able to turn the antenna dial. They're used to getting good coupling but recently cannot. They were offered antenna dial for troubleshooting and recommended the patient to call back if issue was unresolved. Additional information was received. Consumer reported they received the insr antenna but it did not resolve the issue. It was reported that they had poor coupling, and they get no bars. Patient reported they fell the other night and thinks the ins might have moved. The patient was able to get 4 bars when they did the al. Later on the patient was charging with 6 bars. It was recommend to have their ins checked since they had a fall. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.